Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the contrast button was found to be intermittently responding. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the contrast button was found to be intermittently responding. The keypad was removed and contamination was observed under the contrast, up and down button contacts. Unrelated to the event the display lens and battery compartment were found to be cracked. Additionally the battery cap was found to be stripped. (B)(6).